Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2013 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: there was no visible damage to the keypad. All of the keypad buttons responded properly. Contamination was found under the contrast button contact. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up and down buttons on their device's keypad were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.